Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was advised to clear their handpiece lines using air during reprocessing. The customer was also advised to purchase another handpiece tip so that they could use two. The system was manufactured on may 31, 2016. Based on qa assessment, the product met specifications at the time of release. The company representative did not include information about the system. The root cause of the reported event can be attributed to the customer not following the reprocessing instructions contained in the handpiece dfu. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, aspiration and vacuum were losing potency. The procedure was completed without patient harm. Additional information has been requested.